Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and tandem-provided wall charging adapter. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg.